Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm 6 months ago, utilizing 4 stent grafts. Vessel morphology was reported as severely tortuous and severely calcified throughout the thoracic aorta, the abdominal aorta and the iliac vessels. There was a 90 degree bend in the thoracic aorta. This pt also had an abdominal aortic aneurysm that was not addressed at this time. It was reported that a CT was performed 3 days post implant and showed there was a small descending thoracic dissection (MFR 2953200-2010-00567). The decision was made to implant an (B) (4) aortic cuff (MFR 2953200-2010-00568) which was not implanted close enough to the lowest thoracic stent graft and there were a few centimeters of separation; however, the dissection at the time was partially resolved, but not completely covered, but the physician did not do any further intervention. Approximately 6 months later, the pt presented emergently with the dissection covering the area between the top of the abdominal cuff which was placed in the thoracic aorta and the most distal thoracic stent graft. The dissection was successfully resolved by implanting 2 talent thoracic stent grafts. Additionally, from the top of the thoracic aneurysm, the CT demonstrated a proximal type 1 endoleak (MFR 2953200-2010-00563) and the physician believes that the endoleak was due to a carotid-carotid-subclavian by pass up to the innominate artery. The aneurysm has also expanded due to disease progression, the type I endoleak and possibly a type v endoleak. (MFR 2953200-2010-00571). At the time of implant, the landing zone for the thoracic stent graft was 2 cm and currently the landing zone was less than 1 cm. The physician placed a talent thoracic extension (B) (4) (MFR 2953200-2010-00565) but the endoleak did not resolve. The physician attempted to place a second stent graft proximally; however, (B) (4) (MFR 2953200-2010-00566) could not be advanced to intended landing zone due to the severe tortuosity, the device kinked due to the 90 degree angulation. The device was removed from the pt and discarded by the user facility. No further intervention was performed. There was a large infrarenal aaa which had increased by 1.5 cm since the time of the taa implant 6 months ago. Since the pt's femoral arteries were already exposed, the physician elected to address the aaa. The bifurcated stent graft was implanted without complication followed by 2 iliac limbs; however, the final angiogram showed there was a type 3 endoleak coming from a separation between the two limbs (MFR 2953200-2010-00569, MFR 2953200-2010-00570) and this was attributed to the vessel tortuosity and calcification. A 14x55 aneurx iliac limb was used to bridge the 2 stent grafts and this resolved the endoleak. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B) (4) required secondary intervention. Results: endoleak. Severely calcified and tortuous vessels, severe angulated aortic neck. Abdominal stent graft used in thoracic aorta. Conclusion: severely calcified and tortuous vessels, severe angulated aortic neck.